Manufacturer narrative:
The subject device is not available.

Event description:
It was reported that the physician noted blood in the inflation lumen and lumen of the balloon. The balloon was removed; there was no clinical consequence to the patient.

Manufacturer narrative:
Expiration date - added. Product available to stryker - updated to returned, 21-mar-2018. Device evaluated by mfg - updated to yes. Manufacturing date - added. The device history record review confirmed that the device met all material, assembly and performance specifications. Visual and microscopic inspection of the returned device found the catheter shaft was damaged, likely due to user error, and a small amount of blood was found on the hub. The balloon was examined under magnification and no damage was noted however there appeared to be blood inside the balloon. No anomalies were observed on the hub, distal lumen or balloon bonds. During functional testing, the balloon inflated and deflated as intended; no leak was observed. The complaint that the physician noticed blood in the balloon was confirmed. It is possible the blood may have entered the inflation lumen and/or balloon from the syringe during preparation, however, that cannot be definitively determined. Based on the results of the investigation and available information, the reported balloon burst/rupture was not confirmed. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.

Event description:
It was reported that the physician noted blood in the inflation lumen and lumen of the balloon. The balloon was removed; there was no clinical consequence to the patient.